Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, the grommet and setscrew were missing fromt he returned device.

Event description:
It was reported that during implant attempt, the doctor could not screw in the setscrew to the rv lead connector, and "all of a sudden", the screw came out and could not be put back in. The lead was not implanted and there were no patient complications reported as a result of this event.